Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed out all supplies and resumed insulin delivery. Blood glucose was around 180 mg/dl.